Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A 7f non-bsc introducer sheath was introduced. After a jl4 non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a 2.25x20mm non-bsc balloon catheter. Subsequently, a 28 x 2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. The stent was dilated at 12 atmospheres for 20 seconds then at 20 atmospheres for 20 seconds. However, when an opticross imaging catheter was advanced, the tip of the imaging catheter came into contact with the stent and the proximal stent stretched about 10mm. The procedure was completed with another 28 x 2.25 promus premier¿ drug. No patient complications were reported and patient's status was good.